Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 5 months 26 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3u/s3, IFU, us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for an unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. As reported, 'approximately 5 months 26 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.' Due to limited information, a definitive root cause was unable to be determined at this time. Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 2 years 13 days post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.